Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was involved with a patient infection and inflammation due to hypertrophic cardiomyopathy. There were no reported changes to the patient's system that was implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.